Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Four photos were received of the silicone foley catheter. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, manufacturing lot number ngjw2603 and batch number mykn6856. Visual inspection noted no obvious observations. Inflated balloon with 10ml of methylene blue solution (3 drops 1% methylene blue per 100ml distilled water).0:100 asymmetrical balloon present per tm0300903 rev 3. Balloon was only able to passively deflate 1.9ml of fluid within 5 minutes within house syringe. Inflated balloon with 10ml of methylene blue solution (3 drops 1% methylene blue per 100ml distilled water). Balloon was only able to passively deflate 8.5ml of fluid within 5 minutes within house syringe. Dissected balloon and found that the notch was perforated completely. Based on physical sample received the product does not meet specifications which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing the foley catheter water did not drain. Per notification from investigator on 28jan2026, it was reported that asymmetrical balloon was found during sample evaluation on 09oct2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing the foley catheter water did not drain.